Event description:
The patient reported low blood sugar while on the v-go 40. The lowest blood sugar was 49 on (B)(6) 2019 at 6:52am. She felt jittery and could not think and could not get up. Patient's husband brought her some juice and patient went up to about 54 by 820am. A normal range is between 110 and 140. Her blood sugar now is 149. Patient changed to the v-go 30 on (B)(6) 2019.